Manufacturer narrative:
Routine troubleshooting with beckman coulter (bec) customer technical support (hotline) appeared to resolve the issue and service was not initiated. The customer found a loose fitting which connects to the reagent probe and tightened the fitting to correct the leak. (B)(4).

Event description:
The customer reported getting a level sense error when trying to start up the unicel dxc 600 synchron system. Upon troubleshooting with customer technical support (cts), the customer found a contained reagent probe leak on the black tray over the reagent carousel. No one was injured or needed medical attention. The operator wore gloves and eye protection when the leak was discovered. No erroneous results were generated.